Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mini trek referenced in the event and concomitant medical products is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat a distal left circumflex artery that was 99% stenosed. During the procedure, kissing balloon technique was used. A mini trek balloon was advanced first and then the xience pros stent and there was a lot of friction during advancement between the xience pros stent and mini trek balloon, however, it is unknown if the failure was due to the guide wire, mini trek balloon, or xience pros stent. It is unknown how the procedure was completed. The devices were removed but not separately. There was a delay in the procedure, however, there was no adverse patient effects to the patient due to the delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported difficult to advance and difficult to remove; however, factors which may contribute to difficulty advancing and/or removing the device include, but are not limited to, but are not limited to, damage during manufacturing, damage to the stent, damage to the guiding catheter, guiding catheter size selection, procedural technique (devices not properly supported or coaxially aligned), inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, or accumulation of blood or contrast. In this case, it is possible that the device interacted with accessory devices during advancement and retraction, as resistance/friction was noted, which may have contributed to the reported difficult to advance/position and difficult to remove; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The reported difficulties appear to be related to the operational context of the procedure, as it is likely that the device interacted with accessory devices in addition to the balloon dilatation catheter during advancement/retraction, as resistance/friction was noted, causing the reported difficult to advance/position and difficult to remove. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.h6 investigation conclusion code: code 4315 was removed.